Manufacturer narrative:
Concomitant medical products: 457453 lead, 1158t st jude lead, 320736 st jude ICD, implanted: (B)(6) 2008. 3257-40 st jude unknown, device/unknown, implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance alert had triggered in 2018 on the right ventricular (rv) lead. There was high/undefined rv defibrillator impedances and low rv defibrillator impedances on the rv lead. The detections had been programmed off. More recently, the rv lead was capped and replaced. No patient complications have been reported as a result of this event.